Event description:
It was reported that there were missing data points on the continuous glucose monitor graph. Customer's blood glucose ranged from 97-108 mg/dl. The pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.